Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at battery tube threads, reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error twice. The customer stated the first alarm was 5 days ago and was resolved. She was at the beach but the device was not dropped. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.